Manufacturer narrative:
Product ID 3889-33 lot# v027326 implanted: (B)(6)2008 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, (B)(4), ubd: 2011-03-26, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the ins was removed by making an incision and carrying it down to the ins with electrocautery. It was noted that the ins was intact. It was reported that the wire was transected, and the generator was removed. An incision was made over the previous lead placement location and carried it down onto the lead, which was grasped and brought out from the generator site with gentle constant traction. It was reported that the lead was infected and intact. The incisions were then closed. It was noted that there were no complications, the patient tolerated the procedure well, and was taken to postoperative care in stable condition. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# v027326, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the physician noted indicate the ins was non-functioning and removed. The caller indicated from the notes it ap peared that the lead was cut and possibly anchored down, and they only had the ins to return. It was noted that the caller did not see any record of the ins being replaced. No patient symptoms reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) revealed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion and no significant anomaly. Analysis of the lead (lot# v027326) revealed no significant anomaly and that the lead body had been cut through. If information is provided in the future, a supplemental report will be issued.